Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that when the physician opened the vial case of the implant, he noticed that the white cap portion of the inner vial case had been opened from the beginning. The physician did not use that implant and used another product.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned product identified the implant with mount attached, received outside of vial. Unable to verify coob. Cannot confirm state of packaging when received by the customer. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record (op#110) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1228673) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged or un-sealed sterile barrier) or product (B)(6). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the reported packaging malfunction could not be verified, and the reported event was non-verifiable, since the circumstances of device delivery could not be recreated. The coob is non-verifiable.